Event description:
It was reported that an end cap cover allegedly fell from an equipment boom. This reportedly occurred in between procedures. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
It was reported that while moving equipment in the operating room in between procedures, a user collided a piece of equipment into the end cap cover resulting in the cover breaking and falling off. The cause of this event was due to user error for the impact to the end cap cover with other equipment. There was no reported patient involvement and no adverse consequence reported. A new end cap was sent to the user facility for replacement of the broken cover.